Event description:
During evaluation of a returned spectrum pump, the device observed low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed low audio. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be loose speaker through visual inspection and rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.